Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the outer silicone was broken at the prior clamshell repair. Images were provided that revealed significant damage to the silicone jacket of the driveline. The patient did not observe any alarms, and no alarms were observed in the history. A driveline repair was performed successfully on (B)(6) 2020. The patient was sent home on an ungrounded cable.

Manufacturer narrative:
Incidental findings: an incidental finding of driveline wire fatigue was noted on the returned segment of driveline; however, there was no evidence of shorting noted. Evaluation of the submitted photos and replaced portion of the driveline from (B)(6) confirmed superficial damage to the outer silicone jacket. Additionally, a finding of wire fatigue was confirmed through evaluation of the returned portion of driveline from (B)(6). Manufacturer's investigation conclusion: evaluation of the submitted photos and replaced portion of the driveline from (B)(6)confirmed superficial damage to the outer silicone jacket. Additionally, a finding of wire fatigue was confirmed through evaluation of the returned portion of driveline from (B)(6). Approximately 17.75¿ of the distal end of driveline was replaced on (B)(6) 2020. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline. A previous clamshell repair was present around the distal end of the driveline and was unremarkable. The majority of the returned portion of driveline was covered in rescue tape. Upon removal of the previous clamshell and tape repairs, multiple tears to the outer silicone layer of the driveline were observed. The silicone jacket, clear bionate, and metal braided shield layers were carefully removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the orange wire, approximately 1¿ from the metal connector. Although the inner conductors were exposed, review of the patient¿s complaint history revealed no prior events that would have indicated that a short had occurred. Additionally, the metal braided shield had breakdown in this area, and could have been too broken down in this area to make contact with the exposed inner conductors. The remaining wires, as well as the remaining portion of the orange wire, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damaged to the insulation of the orange wire appeared to be the result of repetitive flexing in this area. If the exposed conductor of the orange wire made contact with the metal braided shield while the patient was operating on the power module or mobile power unit, a short to shield could have resulted; however, the investigation findings, reported events, and patient history revealed no evidence of the observed insulation breach resulting in a short. The center reported that the outer silicone of the driveline was broken at the prior clamshell repair. The patient had a routine clinic visit via tele health. The patient had not had any reported alarms. Due to covid-19, the coordinators were unable to complete interrogation with the system monitor at that time. No alarms were observed in the last 6 alarm histories. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. No further information was provided. The manufacturer is closing the file on this event.